Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient experienced blur and the lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2022-01916. No additional reports will be filed on this report number 1119421-2022-01913. Any additional information that is received will be reported on manufacturer report number 1119421-2022-01916 the manufacturer internal reference number is: (B)(4).